Manufacturer narrative:
The customer did not retain a sample for this complaint. As such, functional testing could not be conducted. If a sample is returned at a later date, the investigation will be reopened and the sample evaluated. The customer's complaint history was reviewed for the period of one year; this is the first complaint reported for this issue. As the customer did not retain the finished goods lot number, DHR and lot history could not be reviewed. The root cause could not be determined. An internal investigation is being opened. (B)(4).

Event description:
A customer reported experiencing excessive bubbles during a procedure. There was no harm to the pt. Additional information has been requested, but none has been received.